Event description:
It was reported that there was a general observation of blood backing up in the IV line while administering arterial line infusions. The customer reported that this was seen during infusions for patients less than 25kg in weight receiving infusion at rates between three(3) to five (5) ml/hour. The customer indicated that for patients greater than 40 kilos they use a pressure bag and for patients between 25-40 kilos they decide on a case by case basis. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.